Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on radius side assessed as surgical damage. Additional observations: device appearance (observed split in patch area (ss), it is out of specification per qa199.04 was identified which is characterized as a workmanship, however this workmanship is not relationship with the complaint).

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.